Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, with a blood glucose of 306 mg/dl, while using a contact detach infusion set, after overtreating a prior low with apple juice of unknown quantity. Symptoms included high blood glucose. Outcomes included ongoing monitoring without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the hyperglycemia was most consistent with excess carbohydrate intake rather than a device or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to user management of hypoglycemia rather than device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.